Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced a skin reaction at the implant site. On (B)(6) 2015 the site was cauterized and the patient was prescribed oral antibiotics (duration not reported). On (B)(6) 2015 the patient presented with another skin reaction at the site and was prescribed a second course of oral antibiotics. On (B)(6) 2015 the patient reported swelling at the site and was prescribed a seven day course of oral antibiotics. The implanted device remains.